Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: description of product complaint: phone number: (B)(6). Ref number of the product being complained about: (B)(4) product description of the complaint: luer synthetic sterile 1ml syringe; bd plastipak box/120. Heat-sealing done crookedly, packaging left open on one edge, product non-sterile. Lot (batch) number: 2112055 number of products subject to complaint: 3 frequency of product defect: first time has a product complaint been made previously for the same product?: no is the product available for pickup?: yes use of the product in patient care: no hus risks or haipro report: no facility/hospital: (B)(6). Hello, please reply to this message. To ensure your ticket is processed smoothly, please include the reference number (#ID: (B)(4) in the subject line of all related messages. We are filing a complaint regarding the product you delivered and request that you replace the defective products with undamaged ones at your own expense. The product in question is available as a sample. You may pick it up from the location specified in the complaint or arrange a hassle-free and free return method for the hus runkopalvelut customer (the unit where the product is located). Any replacement product may be delivered directly to the address provided by the unit that filed the complaint. We look forward to your confirmation within five (5) business days. Please reply to this message while retaining the thread subject and recipients.